Event description:
Device malfunction: stent migration. Symptoms/ae: additional angioplasty. Time of malfunction/ae: during procedure. It was reported that during a left common carotid artery stenting procedure, after deployment of the rx acculink stent, due to the tortuosity of the vessel, the stent migrated to the distal edge of the stenosis, barely covering the lesion. A second rx acculink stent was attempted to be placed proximally, but would not cross the tortuous lesion. It was decided to use post stent angioplasty to treat the proximal part of the lesion. There was no adverse patient sequelae reported. One day post-procedure, the patient was discharged to home. Although requested, there was no additional information provided.

Manufacturer narrative:
Study report. Evaluation summary: the stent remains in the patient. Rx acculink instructions for use provide techniques to ensure intended placement: "ensure that the rotating hemostatic valve remains open. Remove any slack from the delivery system and reconfirm the stent position" and "while pressing down with the thumb to avoid any forward motion, retract the handle to deploy the stent in the artery." In addition, appropriate sizing of the stent to the vessel is required to reduce the possibility of stent migration. Moreover, based on the instructions for use, and on clinical and commercial experience, the stent migration or stent malposition are potential adverse events associated with carotid artery stenting. All rx acculink devices undergo 100% visual inspection in the manufacturing process. The conclusive root cause for stent migration could not be determined; however, it may be related to patient anatomical characteristics and not related to a device quality issue. A review of the finished device lot history record did not reveal any non-conformities, which could have contributed to this event.